Manufacturer narrative:
This report is based solely on the customers reported issue. The device was requested to be returned but has not been received for evaluation. Review of DHR 3500cp-g mixer sn (B)(4) (manufactured 2/7/2008) found no indication that there were any relevant discrepancies during manufacture of the device and no non-conformance that could have caused or contributed to the reported issue. Based on the age of the device, it is unlikely that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
During verification release testing, the fio2 would not pass 0.60 @ 0.5 lpm. Review of logs event, o2 sensor and blender disagree. Sechrist blender with slide knob, (epgs p/n: 802098 s/n (B)(4)). The blender bleed port is plugged, causing the blender to mix gases incorrectly. No patient incident was reported.